Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a motor stall due to corrosion and/or wear and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient receiving lioresal (2000 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that the pump was explanted on (B)(6) 2018 to avoid in-vivo battery depletion. There was no patient injury and no complaint made against the device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on (B)(4) 2018. The patient's weight was provided. No further complications were reported.